Manufacturer narrative:
This report is based on information provided by philips authorized service provider and has been investigated by the philips complaint handling team. The authorized service provider (asp) evaluated the device on-site and determined that the battery lacked durability and that the printing function was impaired. The asp provided a repair quotation, which the customer declined. The customer refused to pay for the repair.

Event description:
Philips received a complaint on the heartstart xl defibrillator/monitor indicating that there is no device output. There was no patient involvement.